Event description:
At about 2 years 3 months after the primary, the patient came in reporting pain. When assessing the patient, the surgeon found that the patient's pain was in the patella tracking (reason unknown). The surgeon resurfaced the patient's natural patella and added thicker poly to give the knee more tension. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 march 2025: lot 2012372: (B)(4) items manufactured and released on 05-feb-2021. Expiration date: 2026-01-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.